Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08740 inches. Pump received with rayovac ultra pro alkaline battery. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized due to high blood glucose of 435 or 478 mg/dl and back pain. The customer also had nausea, thirst, and throwing up at the time of admission, and ended up with a seizure, and then went into cardiac arrest. The cause of death was a heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller is unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.